Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and therefore the device was no longer functional. The patient underwent a procedure in which the ipg was replaced. The patient has fully recovered. The explanted ipg will not be returned as it was retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: qrb.